Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. After sterilization the chemical indicator (ci) changed color correctly. There was no problem with the storage of the product or the facility's process. All previous and subsequent bi results were negative and the class 4 chemical indicator (foursure -not sold in the USA) that was inserted into the sterilization bag changed correctly. A company representative was dispatched to the site and found that the media of the bi was reduced substantially after the incubation. The load was partially released and used on patients before the results were confirmed. The load item released was one ophthalmic bipolar and bipolar cord. There was no injury or harm associated with the issue. This event is reported to the FDA for user error. The load was partially released and used on a patient(s) before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Manufacturer date: 10/08/2013. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed. One bi was found to have two spore discs during in-process inspection. This was not observed during finished product inspection. Product specification was met at the time of product release. Trending analysis for the product code of ''suspected positive bi" was reviewed from december 2012 through november 2013. There was no significant trend observed. Trending analysis for the product code of ''load not recalled' was reviewed from december 2012 through november 2013. The risk is categorized into "as low as reasonably practicable". Trending analysis by lot number was reviewed from october 8, 2013 to december 02, 2013. This was an isolated incident. The fmea (failure mode and effects analysis) was reviewed and indicates that the rpn associated to this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The risk is considered low per the medical review. (B)(4) cyclesure® retains bis were submitted for functional evaluation. Functional specification was met. The customer indicated that the suspect bi was not available for return. Therefore, it could not be evaluated for signs of user error and/or manufacturing defect. The assignable cause analysis of the code 'suspected positive bi' cannot be determined with the available information. The assignable cause analysis of the code 'load not recalled' references the product IFU which states that the cyclesure® 24 bi is intended to be used as a standard method for frequent monitoring of the sterrad® sterilizer cycles. The product malfunction code of 'load not recalled' was added because the customer did not successfully recall the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since each customer sets policy regarding load release. A customer letter was sent advising to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s), and to thereafter repeat the test with a second sterrad® cyclesure® 24. No further action is required at this time; however, the issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). Suspected positive bi and load not recalled.